Event description:
Event description guidant received information that during the follow-up visit, this atrial and ventricular lead exhibited high out-of-range impedance measurements with atrial and ventricular loss of capture. A review of the daily measurements indicated the impedance values have increased gradually since implant and a maximum impedance was reached in mid-december 2005. The patient was not pace-dependant and as no adverse effect were observed, the patient was sent home and was brought back to the hospital the following day for an in-depth evaluation. During the evaluation on march 7th, x-ray images indicated both atrial and ventricular leads were fractured in the clavicle-first rib area. The leads were then surgically abandoned and replaced with two new guidant leads.